Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery cap couldn't be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. The battery cap threads were observed to be stripped and the cap became stuck when trying to remove it; the cap was unable to secure to the returned pump or a test pump. A test cap was able to secure for testing. The battery cap contact height measurement was found to be out of specification.